Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the common femoral artery. The device was returned to vsi after the operator experienced sealing balloon leak. Upon device examination by vsi, a complete radial tear in the distal sealing balloon was found. No injury or adverse event resulted from this incident.